Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer sent the logs and photograph of the unit showing the error of the ventilator. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator alarmed vent inop and motor fault. The customer confirmed that there was no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire complaint number (B)(6). The vela main pcba was returned for evaluation. The vyaire medical failure analysis technician was able to confirm the the reported issue through the event logs but could not duplicate during functional check. No CAPA was needed since the reported problem was not duplicated.

Manufacturer narrative:
Vyaire complaint number (B)(6). Additional information: d9, g3, g6, h2, h3, h6, h10. The turbine assembly was returned for evaluation, and visual and functional tests were performed, the vyaire medical failure analysis technician was able to confirm and duplicate the reported issue. The cause was identified as corrupted and failing turbine interface pcba. This is considered a known issue addressed with CAPA ca-2015-0401 and eco 100818.

Manufacturer narrative:
Result of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported complaint was able to be confirmed and duplicated. The calibrations were performed on the transducers (xdcr) and found the xdcr pt800 failed, which would not calibrate. This issue has been addressed in CAPA ca-2017-0206 and scar ps-14-46.